Event description:
It was reported that during use, the platform performed compressions for 12 minutes and indicated to change the battery. Battery was replaced with one whose green led was illuminated. Platform ran for 2 minutes and indicated to change the battery. Manual CPR was administered for the remainder of the call. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.